Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis investigations replicated/confirmed the customer reported complaint bent tip. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.56" was found to be broken off the yaw pulley. The broken piece was not returned. As a result, the grips cannot open and close properly or grasp and hold test materials successfully. The root cause of broken instrument grips -tips is typically attribute to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The system log indicates that the fenestrated bipolar forceps instrument associated with this event was last used on (B)(6) 2021 on system (B)(4). The instrument had 6 lives remaining. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during central processing, that the fenestrated bipolar forceps instrument had a bent tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of fragments falling into the patient. The patient hasn't returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.